Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvic') in an adult female patient who had essure (batch no. C59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, depression, anxiety, sciatic neuralgia, neuropathy, uterine bleeding, eczema, sciatica, loop electrosurgical excision procedure, dysplasia and dysmenorrhoea. Concomitant products included atenolol, celecoxib (celexa), clonazepam (klonopin), diphenhydramine hydrochloride, gabapentin, norethisterone (ortho micronor), simeticone (gas-x) and triamcinolone acetonide. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and bacterial vaginosis ("infection (bladder/urinary tract/vaginal) -bacterial vaginosis"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric changes: anxiety"), depression ("psychological or psychiatric changes - depression"), thinking abnormal ("neurological conditions or problems - impaired thinking") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain") and arthralgia ("joints pain ( elbow, knees, fingers)"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"), urticaria ("rashes or skin conditions : hives"), abdominal distension ("gastrointestinal or digestive system condition bloating") and dyshidrotic eczema ("rashes or skin conditions, dyshidrotic eczema"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced rash ("rashes") and feeling abnormal ("brain fog"). The patient was treated with surgery ((B)(6) 2018 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, urticaria, rash, dyshidrotic eczema, arthralgia and feeling abnormal had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, allergy to metals, abdominal distension, vaginal discharge, bacterial vaginosis, anxiety, depression, thinking abnormal and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, bacterial vaginosis, depression, dyshidrotic eczema, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, pelvic pain, rash, thinking abnormal, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils on right and 5 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016: total bilateral occlusion bilateral tubal occlusion. Pathology test on (B)(6) 2018: uterus and cervix, right and left fallopian tubes: 1. Cervix: benign cysts and moderate acute and chronic inflammation. 2. Endometrium: early secretory phase. 3. Myometrium: no histopathologic changes. 4. Right and left fallopian tubes: hydro salpinx and benign walthard nests. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvic') in an adult female patient who had essure (batch no. C59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, depression, anxiety, sciatic neuralgia, neuropathy, uterine bleeding, eczema, sciatica, loop electrosurgical excision procedure and dysmenorrhoea. Concomitant products included atenolol, celecoxib (celexa), clonazepam (klonopin), diphenhydramine hydrochloride, gabapentin, norethisterone (ortho micronor), simeticone (gas-x) and triamcinolone acetonide. On (B)(6) 2016, the patient had essure inserted. In january 2016, the patient experienced vaginal discharge ("vaginal discharge") and bacterial vaginosis ("infection (bladder/urinary tract/vaginal) -bacterial vaginosis"). In march 2016, the patient experienced anxiety ("psychological or psychiatric changes - anxiety"), depression ("psychological or psychiatric changes - depression"), thinking abnormal ("neurological conditions or problems - impaired thinking") and fatigue ("fatigue/ severe tiredness"). In april 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain") and arthralgia ("joints pain ( elbow, knees, fingers)"). In may 2016, the patient experienced allergy to metals ("nickel allergy"), urticaria ("rashes or skin conditions : hives"), abdominal distension ("gastrointestinal or digestive system condition ¿ bloating") and dyshidrotic eczema ("rashes or skin conditions - dyshidrotic eczema"). In june 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ heavy periods") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced rash ("rashes"), feeling abnormal ("brain fog"), back pain ("extreme back pain"), menstrual disorder ("huge clots"), eczema ("inflammatory like painful eczema"), inflammation ("inflammatory"), cystitis ("bladder infection"), gastrointestinal disorder ("gi condition") and nervous system disorder ("neuro condition/ problems"). The patient was treated with surgery (B)(6) 2018 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, urticaria, rash, dyshidrotic eczema, fatigue, arthralgia, feeling abnormal, gastrointestinal disorder and nervous system disorder had resolved and the vaginal haemorrhage, menorrhagia, allergy to metals, abdominal distension, vaginal discharge, bacterial vaginosis, anxiety, depression, thinking abnormal, back pain, menstrual disorder, eczema, inflammation and cystitis outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, cystitis, depression, dyshidrotic eczema, dysmenorrhoea, eczema, fatigue, feeling abnormal, gastrointestinal disorder, inflammation, menorrhagia, menstrual disorder, nervous system disorder, pelvic pain, rash, thinking abnormal, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils on right and 5 coils on left . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion bilateral tubal occlusion. Pathology test - on (B)(6) 2018: uterus and cervix, right and left fallopian tubes: 1. Cervix: benign cysts and moderate acute and chronic inflammation. 2. Endometrium: early secretory phase. 3. Myometrium: no histopathologic changes. 4. Right and left fallopian tubes: hydro salpinx and benign walthard nests. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: all source documents and references from deletion case 2019-216979 were transferred to this case. Following reporter information was added. New event bladder infection, gastrointestinal disorder, nervous system disorder extreme back pain, huge clots, tiredness, inflammatory and event outcome added dysmenorrhea (cramping), gastrointestinal disorder, nervous system disorder, fatigue. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvic') in an adult female patient who had essure (batch no. C59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, depression, anxiety, sciatic neuralgia, neuropathy, uterine bleeding, eczema, sciatica, loop electrosurgical excision procedure, dysmenorrhoea and parity 4. Concomitant products included atenolol, celecoxib (celexa), clonazepam (klonopin), diphenhydramine hydrochloride, gabapentin, norethisterone (ortho micronor), simeticone (gas-x) and triamcinolone acetonide. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and bacterial vaginosis ("infection (bladder/urinary tract/vaginal) -bacterial vaginosis"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric changes - anxiety"), depression ("psychological or psychiatric changes - depression"), thinking abnormal ("neurological conditions or problems - impaired thinking") and fatigue ("fatigue/ severe tiredness"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain") and arthralgia ("joints pain ( elbow, knees, fingers)"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"), urticaria ("rashes or skin conditions : hives"), abdominal distension ("gastrointestinal or digestive system condition ¿ bloating") and dyshidrotic eczema ("rashes or skin conditions - dyshidrotic eczema"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)/ heavy periods") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced rash ("rashes-painful rashes"), feeling abnormal ("brain fog"), back pain ("extreme back pain"), menstrual disorder ("huge clots"), eczema ("inflammatory like painful eczema"), inflammation ("inflammatory"), cystitis ("bladder infection"), gastrointestinal disorder ("gi condition"), nervous system disorder ("neuro condition/ problems"), uterine spasm ("cramps in uterus"), flatulence ("gas"), nail disorder ("nail disorder nos"), pruritus ("itching"), blister ("blister on my hands and feet") and bone pain ("pain under my hip bone") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2018 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, urticaria, rash, dyshidrotic eczema, fatigue, arthralgia, feeling abnormal, gastrointestinal disorder and nervous system disorder had resolved and the vaginal haemorrhage, menorrhagia, allergy to metals, abdominal distension, vaginal discharge, bacterial vaginosis, anxiety, depression, thinking abnormal, back pain, menstrual disorder, eczema, inflammation, cystitis, weight increased, uterine spasm, flatulence, nail disorder, pruritus, blister and bone pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, back pain, bacterial vaginosis, blister, bone pain, cystitis, depression, dyshidrotic eczema, dysmenorrhoea, eczema, fatigue, feeling abnormal, flatulence, gastrointestinal disorder, inflammation, menorrhagia, menstrual disorder, nail disorder, nervous system disorder, pelvic pain, pruritus, rash, thinking abnormal, urticaria, uterine spasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 4 coils on right and 5 coils on left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion bilateral tubal occlusion. Pathology test - on (B)(6) 2018: uterus and cervix, right and left fallopian tubes: 1. Cervix: benign cysts and moderate acute and chronic inflammation 2. Endometrium: early secretory phase 3. Myometrium: no histopathologic changes 4. Right and left fallopian tubes: hydro salpinx and benign walthard nests. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs and social media received. Reporter's information added. Events: gas, cramps in uterus,nail disorder nos and weight gain ,blister on my hands and feet ,itching, pain under my hip bone were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvic') in an adult female patient who had essure (batch no. C59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, depression, anxiety, sciatic neuralgia, neuropathy, uterine bleeding, eczema, sciatica, loop electrosurgical excision procedure, dysplasia and dysmenorrhoea. Concomitant products included atenolol, celecoxib (celexa), clonazepam (klonopin), diphenhydramine hydrochloride, gabapentin, norethisterone (ortho micronor), simethicone (gas-x) and triamcinolone acetonide. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced bacterial vaginosis ("infection (bladder / urinary tract / vaginal) -bacterial vaginosis") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric changes - anxiety"), depression ("psychological or psychiatric changes - depression"), thinking abnormal ("neurological conditions or problems - impaired thinking") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain") and arthralgia ("joints pain ( elbow, knees, fingers)"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"), dyshidrotic eczema ("rashes or skin conditions - dyshidrotic eczema"), urticaria ("rashes or skin conditions: hives") and abdominal distension ("gastrointestinal or digestive system condition ¿ bloating"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced feeling abnormal ("brain fog") and rash ("rashes"). The patient was treated with surgery ((B)(6) 2018 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyshidrotic eczema, urticaria, arthralgia, feeling abnormal and rash had resolved and the vaginal haemorrhage, menorrhagia, allergy to metals, bacterial vaginosis, anxiety, depression, thinking abnormal, dysmenorrhoea, vaginal discharge, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, bacterial vaginosis, depression, dyshidrotic eczema, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, pelvic pain, rash, thinking abnormal, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils on right and 5 coils on left . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion bilateral tubal occlusion. Pathology test - on (B)(6) 2018: uterus and cervix, right and left fallopian tubes: cervix: benign cysts and moderate acute and chronic inflammation. Endometrium: early secretory phase. Myometrium: no histopathologic changes. Right and left fallopian tubes: hydro salpinx and benign walthard nests. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia); infection (bladder /urinary tract/vaginal) - bacterial vaginosis; psychological or psychiatric changes - anxiety/depression; rashes or skin conditions - dyshidrotic eczema and hives; neurological conditions or problems - impaired thinking; nickel allergy; dysmenorrhea (cramping); pelvic pain; vaginal discharge; fatigue; gastrointestinal or digestive system condition ¿ bloating, abdominal pain, joints pain, brain fog" were added. Outcome of events "brain fog, dyshidrotic eczema, joint pain, pain/ abdominal/ pelvic" were updated as recovered. Concomitant drug, medical history, lab data and reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.